Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge the receiver download showed egv log and diagnostic chart show loss of connection occurred within the relevant dates of this investigation, once for over 3 hours. . Functional test station fx:(B)(4) passed all relevant tests the receiver passed a pairing test with a known good transmitter.. The reported event of a loss of connection was confirmed. The root cause could not be determined.